Manufacturer narrative:
The spacelabs field service engineer was dispatched to the customer site for further analysis of the reported issue. Investigative findings determined the xhibit central station experienced an incident with dotted waveforms. The fse updated the xhibit and xtr software to current version and the program was restarted. The field service engineer reports the xhibit is functioning according to spacelabs¿ specifications. This report is complete and this particular issue is considered closed.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2016 that telemetry waveforms displayed as dotted lines for all telemetry patients on the xhibit central stations.